Event description:
As reported, this disposable pressure transducer disconnected at the pressure head. There was no allegation of patient injury. Patient demographic information was unable to be obtained.

Manufacturer narrative:
The device was sent to our product evaluation laboratory for investigation. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The disposable pressure transducer was sent to our product evaluation laboratory for a full evaluation. As received, no visible damage/defect was observed from the unit during visual examination. No leakage was observed from the kit during leak test. No luer connections got loose or detached during evaluation. All male and female luers and tubing connectors dimensionally passed iso standards. No visible damage/defect was observed from the kit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Customer report of "disposable pressure transducer disconnected at the pressure head" was unable to be confirmed. Further investigation was performed by the engineers in the manufacturing site and it could be confirmed that there are manufacturing controls to avoid potential causes related to the "pressure tubing - detached, separated" malfunction as visual inspection, leak test, manufacturing continuous monitoring sampling and qa sampling inspection. Complaints incidence will continue to be monitored for further occurrence of this condition.